Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested with a cobas 8000 e 602 module serial number (B)(4). Allegedly since dec-2021, the patient had samples collected for troponin testing every two weeks. It was reported the elecsys troponin results have been consistently around 40-60 ng/l. The elecsys results were sent to the patient's physician but the results did not fit the patient's clinical picture. Reportedly the patient had a sample tested two weeks ago and the elecsys troponin result was 56 ng/l. The sample was tested on an abbott analyzer and the troponin I result was 5 ng/l.

Manufacturer narrative:
The patient's sample was provided for investigation. The sample was tested for troponin t hs and elecsys troponin I stat. The troponin t hs result was 64.66 pg/ml. The troponin I stat result was 0.1 ng/ml with a data flag. The investigation was able to confirm the customer's troponin t hs results. Interference testing was performed and the sample was further investigated using size exclusion chromatography (sec). No interfering factors were identified. Based on the investigation results, the troponin t hs result is considered to be true positive. The investigation did not identify a product problem.

Manufacturer narrative:
The patient sample, calibration data, qc data, pre-analytical data, and instrument information were requested but not provided. Based on the information provided a general reagent or instrument problem can be excluded. The cause of the event could not be determined.